Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus repair center for evaluation. The quotation inspection of the device by olympus repair center confirmed the following; the reported phenomenon was not reproduced. Omsc reviewed the manufacturing history(DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the camera cable due to excessive stress on the camera cable by customer's handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the endoscopic image disappeared and the visual field was suddenly lost. There was no report of patient injury associated with this event.